Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty removing the device. Although it was reported that the balloon deflation seemed ok, the cine was returned and the medical reviewer concluded that it is probable that the balloon was not fully deflated prior to the attempt to remove. Av identified a tear in the distal shaft, which likely contributed to the inability to fully deflate the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Further assessment determined that the tear in the distal shaft is potentially related to the manufacture of the device and will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, moderately calcified, right coronary artery, the nc trek balloon dilatation catheter (bdc) was inflated for 20 seconds at 26 atmosphere (atm). Reportedly, the balloon was "more or less" deflated; however, the bdc could not be withdrawn through the 7f non-abbott guide catheter, so the devices were removed as a single unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.